Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she was at home and saw that her cgm value was 260 mg/dl, so she took insulin. After the cgm still displayed high values, she took insulin again. She became hypoglycemic and was lying on the couch unable to move. Patient was unable to tell how much time passed due to blurred vision. Patient's children called the emergency physician and paramedics took the patient to the hospital where a physician took a bg reading of 22 mg/dl. The reported allegation falls within the e zone of the parkes error grid. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available. It was indicated that the patient used an expired sensor, which is misuse of the device.